Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the pump showed no damage to the keypad cover; the keypad cover was worn which has no effect on insulin delivery function. During testing, the up arrow and down arrow keypad buttons were intermittently unresponsive. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, the display screen was dim and discolored. Also unrelated, the battery compartment was cracked from between the case seal and the battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.